Manufacturer narrative:
The insulin pump failed bubble leak test showing gross leaks coming from cracked battery tube however; no moisture damage was noted on the electronic assembly and motor assembly during our visual inspection. The insulin pump powered up properly. No unexpected alarms noted. The insulin pump was received with minor scratches on the display window and cracked battery tube noted during our visual inspection.

Event description:
It was reported that the insulin pump has moisture under the screen and reservoir compartment and it is displaying critical error on the screen. Customer went swimming and the device was exposed to water. Blood glucose value is 17.0 mmol/l. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.